Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse noted that the unit was missing an o-ring. To correct the reported issue, the fse replaced the o-ring, and the unit then passed operational testing. The unit was then returned to the customer.

Event description:
N/a.

Event description:
It was reported that during daily inspection the cardiosave intra-aortic balloon pump (iabp) unit gas leaked out when opening cylinder helium tank cap. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.